Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 model. Event log was opened and analyzed. The setting rate of 50/ml/hr was set correctly, however the volume of 96 ml was set wrong to 64 ml, so this created event for medication to be done before expected. No fault found in pump. Event caused by programer of pump.

Event description:
Device analysis completed in h 10.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump might have not administered the right dose amount of the medication being infused. It's unclear if the issue is due to a programming error or a pump malfunction. There was no reported injury to the patient.